Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP device. The manufacturer received information alleging lung disease. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a rep dreamstation auto CPAP device. The manufacturer received information alleging lung disease. There was no medical intervention required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.